Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post-implant check, the right atrial lead was picking up ventricular signals. Fluoroscopy confirmed lead dislodgement. The lead was repositioned. The next day, the lead was noted to be dislodged again. The lead was repositioned again. The patient was stable before, during, and after the procedure.